Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter is breaking where the skinny and large tubing meet. There was no reported patient injury.

Event description:
It was reported that the catheter is breaking where the skinny and large tubing meet. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. Investigation summary: one segment of a broviac catheter was returned for evaluation with two repair kit catheter segments. Visual and microscopic inspection identified no anomalies with the returned segment of the original catheter. Therefore, the investigation will remain inconclusive as no evidence of the reported issue was identified on the returned partial sample. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue, sharp instrument damage, and chemical degradation; however, the lack of a whole sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. PMA/510k concomitant medical products and device evaluated by MFR (method 1, result 1).